Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that during an intervention on bilateral renal arteries a sheath was placed over a rosen wire down to the renal arteries. Position was confirmed angiographically. The covered stent was initially advanced over the wire but would not track into the renal artery. The physician withdrew the stent and dilator in order to reposition the sheath. The stent was reinserted and positioned at the target in the proximal right renal artery. The stent balloon was inflated to expand the stent when it was noticed that the stent was no longer on the balloon. The stent was found free floating in the thoracic aorta. Using a snare the stent was retrieved and removed. No harm came to the patient.